Event description:
I have a 670g medtronic insulin pump. This pump has been recalled but I was told by medtronic that as long as the locking ring at the top of the reservoir compartment opening was intact I didn't need a replacement. On (B)(6) 2020, my blood sugar was 360 in the evening. I dosed and tested again in 30 mins. My blood sugar was 358. I dosed again and tested in 30 mins. My blood sugar was 357. Not knowing what to do, I went to sleep, hoping it would go down overnight. In the morning my blood sugar was 219. I called medtronic on (B)(6) and in the course of trouble shooting it was discovered that insulin was leaking into the reservoir compartment. The looking ring was still intact. A replacement pump was sent and switched to my backup pump (630g). When I received the new pump I checked the locking ring and it was still intact. However, comparing the ring on both pumps I noticed that they were very flimsy and could easily be broken. In retrospect I remembered many blood sugar events where there was no reason for my high blood sugar reading(s). I reviewed the last few months of results and have found many examples of unexplained high blood sugar. I began to use the replacement pump on (B)(6) and I have received strange high readings again. On (B)(6), 269. On (B)(6), 319. I have no confidence in this pump whatsoever. In 2019 I experienced blood sugar highs that I have not had since I was diagnosed in 1978. I will send my blood sugar readings via email. FDA safety report ID # (B)(4).